Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 04, 2016 that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure while the stent was being deployed, the delivery catheter bowed. The physician was able to completely deployed the stent but it was deployed in the unintended location. The physician repositioned the stent using a balloon to complete the procedure. There were no patient complications reported as a result of this event.